Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose event reported at 48 mg/dl after a late meal announcement following breakfast while using a dexcom g7 cgm, with the lowest continuous glucose monitor (cgm) value of 48 mg/dl and an approximate duration of one hour. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included recovery to target range after oral carbohydrate intake. Investigation included customer care agent troubleshooting and education focused on proper meal announcement timing. Investigation of this case revealed user-related use error related to delayed meal announcement, consistent with missed or late meal bolus behavior. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to late meal announcement.